Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bypass procedure, the surgeon could not open the stapler after he closed it and introduced it into the cavity. So, he could not use it at all. Another like device was used to complete the procedure. Surgery was prolonged fifteen to twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5338h. The analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.